Manufacturer narrative:
Complaint evaluation: following the initial call, additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available. Customer resolution and conclusion: philips is unable to rule out that a malfunction did not occur. The rse provided information to the customer and noted to reply back to us if the functional test has problems. As further information is unavailable, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time.

Event description:
It was reported to philips that the device had a power issue on boot up. There was no patient involvement.